Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5056661) in united states on 26-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted. Consumer stated essure caused her years of pain and heavy bleeding. Finally, it got so bad that physician performed endometrial ablation, dilatation & curettage and other procedures during 6 months to try to correct side effects. Follow up received on 17-nov-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. In summary, a relationship between the reported medical event and quality deficit is excluded. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she reported that essure caused her years of pain and heavy bleeding. Finally, it got so bad that physician performed endometrial ablation, dilatation & curettage and other procedures. Genital bleeding and pelvic pain are serious events due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se additional information was requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 13-jan-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed spontaneous case refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and she reported that essure caused her years of pain and heavy bleeding. Finally, it got so bad that physician performed endometrial ablation, dilatation & curettage and other procedures. Genital bleeding and pelvic pain are serious events due to medical importance and listed according to essure reference safety information. Given the compatible temporal relationship and lack of plausible alternative explanation, causality cannot be excluded. Since an intervention was required, this case is regarded as incident. Based on available information no product quality defect was confirmed. Moreover, the reported medical events are not indicative of a quality deficit per se additional information could not be obtained.